Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyzer, and performed multiple hardware interventions, and identified the failure mode as defective reference electrode. The fse replaced the reference electrode to resolve the issue. Information not provided by the customer. Beckman coulter internal identifier is (B)(4). For low ise (ion selective electrode) anion gap results generated on (B)(6) 2022, refer to beckman coulter internal identifier is (B)(4) and associated MDR.

Event description:
Customer reported the au480 clinical chemistry analyzer generated three (3) low ise (ion selective electrode) anion gap results for sodium (na), potassium (k), chloride (cl), and/or carbon dioxide (co2) on (B)(6) 2022. There is no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics. The customer provided data for three (3) patient samples.